Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. It reported issue was not confirmed because they were not able to duplicate the reported issue. The site is using the system with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site's imaging system was intermittently powering down when being powered on and moved. No patient was present at the time of the event.